Event description:
It was reported that during the initial implant procedure, a portion of the right atrial port of the device header detached and moved further into the port. The device was explanted and replaced to resolve the event. The patient was in stable condition.